Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2012. The device records multiple manual power cycles on (B)(6) 2016, including two which recorded a failed self-tests due to a low battery. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device observed switching on automatically.